Event description:
Reportedly, a 7000tfx, 27mm was explanted at implant due to when the surgeon tried to turn tricentrix, surgeon broke plastic off, so they explanted and used another 7000tfx, 27mm. Explanted device was discarded. No additional information was provided.

Manufacturer narrative:
No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.